Manufacturer narrative:
Reportable malfunction/near incident identified. Investigation in progress.

Event description:
This device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a female patient of unknown age or origin. The patient was taking an unspecified medication for treatment of an unknown indication. In 2007, the humapen ergo burgandy/clear pen body (lot 0312a02) with a clear cartridge holder attached was reported to have two broken engegement tabs. This humapen ergo, burgandy/ clear pen body with a clear cartridge holder attached is associated with cid00479491. The operator of the device was unknown, and it was unknown if the operator of the device was trained. It was unknown how long the patient had used this device model. The device was returned to the company on 14-feb-2007. It was unknown if this humapen ergo burgundy/clear pen body with a clear cartridge holder attached was continued.